Event description:
The user facility reported that the angio-seal was pulled out completely and without resistance after the anchor was placed (both markers were visible, and the click could be heard). It was immediately pushed off. Percutaneous transluminal angioplasty (pta) right leg with access cross-over via left side. Hemostasis was achieved by manual compression. The procedural sheath that was used prior to the vascular closure device (vcd) was a 6fr cross-over sheath. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. No pre-deployment angiogram was performed. The angio-seal was pulled out without resistance during the release attempt. No anchor was visible, and it was compressed manually. The estimated blood loss was 170ml. The patient was stable and was not harmed. Additional information was received on 24oct2024: there was not a second/additional angio-seal used. Manual compression was done to achieve hemostasis to complete the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was deployed from the distal tip. Functional testing was performed to test deployment of the device by pulling on the deployed anchor. When pulled, all internal components were able to be deployed. The complaint could be confirmed for a partial deployment pullout. The exact root cause could not be determined. The likely cause was determined to have been a positioning issue of the sheath tip leading to the anchor being deployed in subcutaneous tissue and not within the vessel. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).